Event description:
The customer reported getting an intermittent red x and that the device failed to pace.

Manufacturer narrative:
(B)(4). The customer reported getting an intermittent red x and that the device failed to pace. The unit was evaluated at philips. The symptom could not be duplicated, but the event summary showed errors supporting that a malfunction had occurred. The processor pca was replaced due to these errors. The device was returned to the customer after passing all testing.